Event description:
An initial depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The patient result was reported to the physician. The sample was repeated on the alternate dimension vista instrument. The repeat result was higher than the initial result. The repeat result was not reported, as the correct result, to the physician. The customer did not consider either result discordant. There are no known reports of patient intervention or adverse health consequences due to the different na results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that a low sodium (na) result was obtained on dimension vista 1500 instrument. Siemens determined that quality control (qc) recovered low on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced integrated multisensor technology (imt), primed fluids and a total service check was performed. Then, cse adjusted the dilution check factor and performed a route preventive maintenance (pm). The customer ran the quality controls (qc) and calibration, which recovered acceptably. Siemens further investigated the issue and determined that the contributing factors such as the need for routine service cannot be ruled out as potential cause of the event. The instrument is performing according to specifications. No further evaluation of this device is required.